Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This issue was discovered prior to patient use. The device was filled with fluorouracil 5000mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 23, 2020 - november 25, 2020. H10: the actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the device. After fill and prime, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.